Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on september 27, 2016 with blood glucose of 1105 mg/dl. Customer was not responsive upon arrival to hospital. Customer was hospitalized in the critical unit due to diabetic ketoacidosis. Customer was treated with insulin drip. It was unknown if customer was wearing insulin pump at the time of hospitalization. Customer had a new insulin pump but was continuing to wear old insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues, however, cannula was bent, but infusion set was removed prior to hospital arrival. Alarm history showed low reservoir, bad battery and no power.